Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the tip and cap of the bd luer-lok¿ blunt fill needle prior to use. The following information was provided by the initial reporter: upon opening a bd 3ml luer-lock tip needle, staff identified debris on the needle.. The cap of the needle also has debris in it. This was identified prior to use and was not used on a patient.

Manufacturer narrative:
H.6. Investigation: two photos and one 3ml syringe with needle in an opened blister pack from batch #9081869 (B)(4) were received and evaluated. It was observed there was small particles present on the cannula and in the fluid path. They appeared to be peices of plastic that were scratched off from the inside of the shield. At least one particle in the fluid path was larger than level 2 in size and is rejectable per product specification. The samples were forwarded to the needle manufacturing site for evaluation. One (1) sample was provided by the customer for investigation. Visual inspection was performed on the returned sample using unaided vision. There is a white debris on the needle point. The debris was then examined using 40x magnification and was visually identified as plastic. Two (2) photos were provided by the customer for investigation. Both photos show the needle tip. It appears that there might be debris on the needle tip. Plastic dust may be created throughout the manufacturing process via conveying and vibration of plastic components. It appears that some of this dust was in the needle shield when the needle shield was pressed on the needle hub assembly. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that foreign matter was found on the tip and cap of the bd luer-lok¿ blunt fill needle prior to use. The following information was provided by the initial reporter: upon opening a bd 3ml luer-lock tip needle, staff identified debris on the needle.. The cap of the needle also has debris in it. This was identified prior to use and was not used on a patient.